Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) felt hot when it was turned on. The patient stated that the spinal cord stimulator (scs) therapy was working well, no impedance issues, and no recharging issues. No error codes were reported. The doctor inspected site and there were no issues. Troubleshooting was done and no issues were seen. The event did not seem to be caused by the device. The patient continued to receive effective therapy.